Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.(B)(4).

Event description:
The hospital reported that during a vascular intervention procedure, prior to implantation, the hemashield platinum woven graft appeared to have loose threads. The same device was used to complete the procedure. The hospital did not report any patient effects.